Manufacturer narrative:
Updated device information for the implants listed in initial report: triathlon cr fem comp #5 r-cem; cat# 5510f502; lot# s96sd; tri ts baseplate size 4; cat# 5521-b-400; lot# hnbmd; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# p5k7; tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m7v09a. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspections were not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's right knee was revised due to infection. All devices were explanted and an antibiotic spacer was implanted on (B)(6) 2014. The sales rep was not notified until the second stage of the revision took place on (B)(6) 2015.

Event description:
The patient's right knee was revised due to infection. All devices were explanted and an antibiotic spacer was implanted on (B)(6) 2014. The sales rep was not notified until the second stage of the revision took place on (B)(6) 2015.

Manufacturer narrative:
The following other device was also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510-f-402; lot# unknown. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. Patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.